Event description:
It was reported that there was an alert due to noise on the pace/sense portion of the right ventricular (rv) lead. The lead was inactivated and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).